Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted resulting in the reported clinical observations.

Event description:
Boston scientific received information that this programmer will not boot up after a pop was heard. This unit was returned back to the laboratory. No adverse patient effects were reported.

Manufacturer narrative:
The device manufacture date for this product is july 11, 2006.

Event description:
--